Event description:
On (B)(4) 2013, the reporter contacted animas alleging that on (B)(6) 2013 the patient was admitted to the ICU for diabetic ketoacidosis and a blood glucose (bg) of 967mg/dl. No additional details were provided. Customer technical support has made multiple attempts to follow up with the patient for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia requiring medical intervention and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.